Event description:
It was reported that suture placement was successful using two proglide devices in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 9f. The sheath was upsized to a 19f to perform the aaa procedure in the left common femoral artery. Hemostasis was achieved using the two pre-placed proglide sutures in the left common femoral artery. Two additional proglide devices were successfully used in the arteriotomy closure of the right common femoral artery. The date of the procedure was (B)(6) 2013. On (B)(6) 2013, the patient returned for one month follow-up examination and stenosis was found in the left common femoral artery at the access site. Treatment of the stenosis, using a cutting balloon, was planned; however, to-date, no treatment of the reported stenosis has been scheduled. The physician performing the arteriotomy closure is in-training in the use of the proglide device. The second physician in the room is trained in the use of the proglide device; however, is in-training for the large hole closure. No clinically significant delay in the initial procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.